Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The received mw states the following: "one hundred cc bolus potassium via alaris pump IV bag infused over 13 minutes instead of the hour that was programmed. Dose or amount: 10meq. Route: intravenous."

Manufacturer narrative:
The customer¿s report of potassium infusing faster than expected was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows that at 8:54 pm on (B)(6) 2016 the module was programmed using guardrails for potassium chloride peripheral 10meq/100ml, for a rate of 100 ml/hr and a vtbi of 100 ml. At 9:08 pm, the device alarmed for air in line and was channeled off at 9:11 pm. The volume recorded as being infused during this timeframe was 20.93ml. Approximately one minute later the channel was selected and the previous infusion was restored; less than two minutes later the channel alarmed for flo stop open, followed by the channel being removed a few seconds later. Functional testing found the device to be delivering fluid within specification. Timed rate accuracy testing programmed at the incident rate of 100ml/hr also found that the device is within specification. The root cause of the customer¿s report of potassium infusing faster than expected was not identified. The starting volume of the fluid container cannot be determined from the device logs. The primary set in use at the time of the reported event was not returned for investigation.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a potassium bag (10meq/100ml) programmed to infuse in 60 minutes infused in 13 minutes. The pump alarmed for air-in-line and the bag was discovered empty. The patient remained on a cardiac monitor after the event and was asymptomatic. No patient harm reported.

Manufacturer narrative:
Additional information provided.